Manufacturer narrative:
The site reported that using a suction irrigator instrument on the universal surgical manipulator 1 (usm1) and when the staff was exchanging the instrument it had retracted by itself. The field service engineer spoke with the staff and confirmed that the robot has no issues. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer was using a suction irrigator instrument on the universal surgical manipulator 1 (usm1) and when the staff was exchanging the instrument it had retracted by itself. The procedure was completed with no reported injury.